Event description:
It was reported that the patient presented in clinic after receiving a patient notification for high, out of range, high voltage lead impedance. Noise on the ventricular channel was observed in clinic. Patient was scheduled for a lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.